Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged charge coupled device unit could not be determined. It is possible that the image blackout was caused by a failure of the image sensor unit, a defect of the video connector's circuit board, or a system defect. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the distal end of the endoscope. 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic procedure, the image blacks out when the angle is up on the evis lucera elite bronchovideoscope. The device was inspected before use. The intended procedure was therapeutic and was completed by replacing the equipment. No patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed, the image disappeared during angulation in the up/down direction due to damage on the charge coupled device unit. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the forceps could not be inserted smoothly due to a dent on the channel tube, and the connecting tube had a dent and a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.